Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6)2024, it was reported that the patient reported that he had an defective sensor, due to this the patient experienced loss of consciousness. One of his relatives heard that his dexcom device was alarming and the patient wasn't getting or waking up. He was unconscious in his room and the cgm reading was 43 mg/dl but there were no bg readings reported. They called an ambulance to have the paramedics assist the patient. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.